Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a tumor on his lung. The patient states he had to go in for thoracic surgery on his neck, they did a xray and found the tumor. There was no indication of medical intervention. The patient reports he did not visualize black particles in the hose, mask, or water tank. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a tumor on his lung. The patient states he had to go in for thoracic surgery on his neck, they did a xray and found the tumor. There was no indication of medical intervention. The patient reports he did not visualize black particles in the hose, mask, or water tank. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging he developed a tumor on his lung. The patient states he had to go in for thoracic surgery on his neck, they did a xray and found the tumor. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation lab was able to confirm the presence of degraded sound abatement foam residue. Product investigation lab was not able to confirm the complaint, or address the symptoms specified. Using a known good power supply and power cord, product investigation lab confirmed the device powered on and provided airflow. During review of the error logs, product investigation lab determined the device was likely reset prior to product investigation lab receipt due to having 6889.0 machine hours and 0 blower and therapy hours. There were 3 errors logged: there was 1 instance of e-51 (err_corrupt_compliance_log), a continue error, and 2 instances of e-31 (high bus voltage (vbus) with blower off (invalid power supply), a stop error. These errors were not reproduced with continued usage and do not impact this investigation. During the investigation, product investigation lab observed an unknown dust contaminant on the top cover, inside iso port, side panel, bottom enclosure, pca, blower cap, blower, blower housing, right side assembly, and air inlet seal. Product investigation lab observed black hair like contaminant on the top cover, inside iso port, bottom enclosure, pca, blower cap, and blower. Product investigation lab observed that the air inlet seal was discolored. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower housing. Inv1023 addresses the issue of liquid ingress. Product investigation lab observed the top enclosure display was cracked, causing a faulty display on pca. Evidence of sound abatement foam degradation/breakdown was observed. In box d: device avail. For eval, date returned has been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.